Event description:
It was reported that the implantable cardiac defibrillator (ICD) had an electrical reset the same morning the patient had a colonoscopy. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.